Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message during the load process. Reportedly, the customer had loaded the cartridge with 300 units. The customer's blood glucose level was 281 mg/dl. Reportedly, the customer reloaded the cartridge successfully and resumed insulin therapy.